Event description:
It was reported that during a follow up in clinic, inaccurate diagnostic measurements were noted on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.